Manufacturer narrative:
Pump received with no button response and button error alarm due to corroded keypad traces. Also received with cracked reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm while attempting to bolus. The customer's blood glucose was 153 mg/dl. The customer could not recall any significant events leading to the alarm. The customer reported possible moisture exposure from sweat to the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.